Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an alarm for high voltage circuit impedance alarm was activated for low, out of range impedance values. However, the values were not shown on the trend. False high voltage lead impedance values were suspected. Programming changes were made. Device remains implanted. Pt condition was good.